Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that a patient passed away. The cause of death was withdraw mutli organ failure (mof) cardiogenic shock. The outcome of device therapy was not initially available. Further information notes the patient had ventricular tachycardia off and on with shocks provided by the implantable cardioverter defibrillator (ICD) as well as cardioversions. The device was not considered to be related to the event and was thought by the clinician to have operated as intended. The patient had a history of ventricular tachycardia and atrial fibrillation.